Event description:
The customer reports during a difficult endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the physician was unable to complete the procedure due to patient anatomy (unable to reach the papilla) and bleeding. The physician removed the scope from the patient and checked distal cover, which had blood present. The physician stated that it looked like the distal cover had a tear and may have scraped the patient and caused the bleeding. The physician instructed to ensure the staff make sure they are confirming the caps have no tears prior to installation. The physician was informed, all caps are inspected by three different techs prior to being installed and after installation to check for integrity and correct installation prior to use. During pre-cleaning, the distal cover was removed, and no tear was visible. In addition, the customer stated the patient was fine with no other issues to date. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.